Manufacturer narrative:
Findings: pump received with complete broken reservoir tube lip. Unable to do basic occlusion and occlusion test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip noted. Pump passed the displacement, prime and excessive no delivery test noted. Pump received with cracked case at the display window corner, missing reservoir tube o-ring and cracked battery tube threads.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 489 mg/dl at the time of the incident. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.